Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. One 6f vip anchor and collagen attached to 1.7 inches of suture were received for analysis. The anchor had a slight bowing shape, consistent with degradation when exposed to fluids. Microscopic analysis revealed an intact anchor and suture loop. The total length of the returned product was 1.85 inches with 1.7 inches of suture to the collagen. No contributing anomalies were identified. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, perctuaneous thrombectomy, or surgical intervention.

Event description:
It was reported that a 6f angio-seal vip vascular closure device was deployed for a diagnostic procedure. The physician was reported as experienced, having previously deployed angio-seal sts's, however, the physician was not certified. The sjm representative was present. A pre-insertion angiogram was performed. The angio-seal was deployed, and the black compaction marker was fully exposed. The physician was advised to not over tamp. Hemostasis was not acheived. Five minutes of manual pressure was applied and hemostatis achieved. The patient went to the recovery ward. A femstop was applied in recovery due to previous bleeding. Upon ambulation, the patient complained of leg pain and developed ischemia. The patient underwent a surgical arteriotomy. The angio-seal was removed. The physician, spoke to the vascular surgeon and reported that the angio-seal device was deployed correctly. However, there was thrombus around the angio-seal. Reportedly the patient had previous iliac stenting, but the common femoral artery was fine. The physician alleged that the combination of a femostop and previous arterial intervention, is what may have caused the thrombus. The patient was reportedly recovering and blood flow was restored.